Event description:
--

Event description:
--

Event description:
Boston scientific received information that an alert was detected due to low pacing impedance measurements.

Manufacturer narrative:
No additional information could be ascertained. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the insulation was damaged between the proximal high voltage cable lumen and the rate/sense lumen where the conductors are touching. This was confirmed through hipot analysis. The insulation damage is located approximately 335 mm from the is-1 terminal pin. Analysis confirmed due to the location and type of damage, it is possible that the damage may have been caused by entrapment in the clavicle/first rib region. It is likely that this finding was the contributing factor to the clinical observations.

Manufacturer narrative:
Two months later this lead was explanted due to noise causing at least one inappropriate shock. Under fluoroscopy, it appeared the lead had pulled back. Daily measurements showed impedances of less than 200 ohms twice over the last 3 weeks. All other lead measurements were stable. No additional adverse patient effects were reported.